Event description:
The customer reported no display. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was duplicated during lab tests. Fuse f7 was found open.

Event description:
The customer reported no display. There was no reported patient involvement/adverse patient impact.